Manufacturer narrative:
Updated to include the information received on 2016-nov-28.

Event description:
Additional information was received from the consumer on (B)(6) 2016. It was reported that the "infection back there" was not related to a device concern or a change in the patient's therapy. Additionally, it was reported that the patient was on an IV for 14 days in the nursing home to resolve the infection.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2016, it was reported that the patient had an infection back there approximately 4 to 5 months prior. No other information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.